Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After the lesion was predilated, a 24x3.50mm liberte bare stent delivery system (sds) was advanced but could not cross the lesion. When the device was removed it was noted that stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)